Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "over corrects". Contact did not provide further information. There was no reported impact to blood glucose. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply. Tandem quality engineer confirmed that the pump data was not uploaded for review.